Manufacturer narrative:
H3: product analysis #(B)(4), part # 25840019510, lot # ca23f060. Visual inspection revealed the stake wire has popped out. Macroscopic inspection revealed damaged in the neck of the bone screw next to the c ring due to the angulation. The bone screw appears to have been over angulated which caused the stake wire to be overloaded during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in iliac screw placement therapy for pelvis posterior spinal fusion. Levels implanted were s2ai. It was reported that upon implanting the screw a screw mechanism broke through the side op the tulip. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.